Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2010 due to patient allegations of pain, bone/tissue damage, dislocation, loss of range of motion, seroma, avulsion of the abductors and metallosis. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the left hip revision was due to instability and further noted the presence of serous type fluid consistent with a seroma, avulsion of the abductors, chronic debris, and fibrinous-type tissue. The acetabular cup and modular head were removed and replaced with a competitor¿s cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01359/-04422).